Event description:
Caller states that- his father has a hydraulic lift, product ID 9805. He is calling to report that he has to replace each year the pin in the lever to adjust the lift. He has replaced a couple times already.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9805, serial number/date code unknown, age is unknown. The owner's manual part number 1024492 (rev. E) may-06 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age is (B)(4). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.